Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker a had sudden drop of battery from eleven years to nine and a half years longevity in a span of three months. Initial investigation indicated that the device exhibited increased in power consumption which affected the device's longevity. Furthermore, the boston scientific technical services (ts) noted that this device was very early in the beginning of the faster depletion. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker a had sudden drop of battery from eleven years to nine and a half years longevity in a span of three months. Initial investigation indicated that the device exhibited increased in power consumption which affected the device's longevity. Furthermore, the boston scientific technical services (ts) noted that this device was very early in the beginning of the faster depletion. Additional information was received regarding the explant of this device. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker a had sudden drop of battery from eleven years to nine and a half years longevity in a span of three months. Initial investigation indicated that the device exhibited increased in power consumption which affected the device's longevity. Furthermore, the boston scientific technical services (ts) noted that this device was very early in the beginning of the faster depletion. Additional information was received regarding the explant of this device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.